Manufacturer narrative:
Device 4 of 7. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he had 2 two boxes with the same reference and same lot number which had total 7 seven wafers with an off centered starter hole. He also stated that he noted this prior to use and could did not use wafers. The end user felt that though he is was reporting for starter hole off centered issue but based on photo received it could be off centered flange also. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.